Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER for lead extraction due to high out of range, pacing lead impedance and high thresholds. Lead fracture was suspected. The lead was explanted and replaced. No further information available.